Manufacturer narrative:
During evaluation, the following issue were observed: the bending section cover adhesive was cracked and not water-tight; switch button 1 was cut; the distal end cover was dented; and the objective lens was cracking with peeling adhesive. In addition, the device had an incorrect label affixed. Functional testing showed the following issues: the connector cover insulation did not meet with specifications for electrical insulation; the directional angulation was within specifications but near the low end; and both directional knobs were loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that during inspection for use, the evis exera iii colonovideoscope air/water nozzle did not work. The device was returned to olympus medical for evaluation. During examination, foreign material was found clogging the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It was noted that the material was partly fibrous. The cause of the material remaining in the device could not be conclusively specified. It is likely reprocessing was not fully performed due to the discovered leak in the bending section cover. The event can be detected and prevented by handling the device in accordance with the following IFU: operation manual "chapter 3 preparation and inspection" shows how to detect the event. Reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.